Event description:
Adverse event(s): no present injury or harm (no consequences or impact to patient). Product problem(s): unit shut down with no system message (loss of power). A biomedical engineer reports the system shut down a few times during the surgery. The system was switched out in the middle of surgery in order to complete the case. There was no impact to the patient and no cases were canceled.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).